Manufacturer narrative:
D10: (B)(6) 02-012-44-4009 - logic tibia implant psc insert, sz 4, 9mm, (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, opetrak- 3 peg patella. Multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01565. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 62 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, swelling, effusion, and decreased range of motion. Post operative diagnosis noted significant polyethylene wear and loosening of the femoral component. Intraoperatively, the surgeon observed significant granulation tissue consistent with polyethylene wear and the tibial insert was significantly worn both medially and laterally with delamination but noted as well fixed. The femoral component was noted as loose with a well-fixed cement mantle and easily removed without significant bone loss.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, femoral loosening, and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.